Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Concomitant medical products: medical product: 32mm mod head cocr +3mm neck, catalog #: 163670, lot #: j6244611. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient had a liner change of thr due to patient dislocating on two separate occasions. The neutral liner was swapped for a constrained liner.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient had a liner change of thr due to patient dislocating on two separate occasions. The neutral liner was swapped for a constrained liner.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The manufacturing history record (mhr) for the ringloc-x e1 liner has been checked and verifies that the component was manufactured and sterilised in accordance with the applicable specifications. Information received outlines that the surgeon, mr smith, advised it was not due to the system but due to an unstable hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient had a liner change of thr due to patient dislocating on two separate occasions. The neutral liner was swapped for a constrained liner. The patient is doing well and the surgeon advised it was not due to the system but due to an unstable hip.

Event description:
It was reported by the hospital that a patient had a liner change of thr due to patient dislocating on two separate occasions. The neutral liner was swapped for a constrained liner.

Manufacturer narrative:
(B)(4). X-ray review: the inclination angle of the acetabular shell in the left hip is 23 degrees (measured with imagej v1.51k, nih, USA), which is lower than the inclination angle of 40-45 degrees recommended in the exceed abt surgical technique. The low inclination angle of the acetabular shell may have contributed to the reported dislocations. However, the photo of the x-ray is at an angle, which may have affected this measurement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.